Event description:
Reporter noted reflection of laser beam on slit lamp resulted in accidental eye impact. Power used: 0.15w. Bilateral dazzle with blurred vision occurred one to two minutes after start. Outcome reported as good. Felt there was a lack of protection with filter.